Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade stc-18 micro-catheter. The devices hub was detached when returned. The hub was not returned. The separations on the outside of the shaft were not possible to get accurate measurement due to the severity and the quantity of the damage. The shaft separations were not completely separated the inner liner was still connected. The tip showed multiple kinks and stretching. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter was kinked and detached. A renegade¿ hi-flo¿ kit was selected for use. During preparation, it was noted that the tip of the catheter was slightly kinked. During the procedure, when the catheter was removed from the patient, the proximal part of the catheter was detached. No parts was left in the patient. No patient complications reported, the patient was stable. However, device analysis revealed that the device had multiple shaft separations.